Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
The customer reported the set was leaking just under the spike, and returned one sample of material 11532269, lot number unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water at 120 ml/hr for 30 minutes. No failures, leaks, or malfunctions were observed. The complaint of leakage from the under the spike could not be verified. A device history record review could not be performed on material 11532269 because the lot number is unknown. The root cause of this issue could not be identified without a replicated failure. There is a potential root cause from the customer report related to the old aads bag.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that appeared to be old aads leaking just under spike portion of the line.